Event description:
Device analyis completed on cadd solis vip 2120 pump. Summary in h 10.

Manufacturer narrative:
Investigation results completed on a smith medical cadd solis vip pump. The complaint reported of alarm ec 46442 could not be duplicated in testing, however the event log reviewed the alarm occured three times. For prevenative meassures, action was taken to replace mpu board . Unknown what caused the event and device passed testing after prevenative repairs.

Event description:
New information that there was no patient involvement at our facility. All findings occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump displayed an error code 46442. There was no reported adverse event.